Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (psc) involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken or dislodged conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity and energy delivery tests. No signs of thermal damage were observed. Unrelated to the broken conductor wire, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.15-0.25 in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. A review of the instrument log for the pcs instrument (420184-13/n10180926 680) associated with this event was performed. The instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 9th use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. A review of the submitted image of the instrument revealed that there was no evidence of thermal damage or anything that could cause the creation of smoke at the front of the instrument. A review of the video clip was performed. Steam was seen coming from the proximal clevis of the instrument, likely from fluid evaporating off of the instrument. While in the body of the patient, instruments can come into contact with bodily fluids or water evaporation that can accumulate on the surface. When cautery energy is activated, the instrument components heat up and can create the steam effect. There was no evidence of arcing, unintended energy delivery, or injury to the patient. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, smoke from an unintended location on the instrument. Although no patient harm was reported, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total malignant hysterectomy surgical procedure, after the "electric burn", there was smoke at the front of the instrument. The instrument was replaced. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the patient did not experience any burn injury. There was no damage found on the instrument or cannula prior to use. The surgeon was dissecting patient tissue using monopolar coag energy (medtronic force esu settings cut: 0 and coag: 20) when the event occurred. The instrument was used for one hour prior to the event. The instrument tip was not in contact with the tissue when the event occurred. No arcing of electrical energy was observed. There was no report of instrument or tool collision, and the instrument was removed during the surgical procedure. The surgeon believed incident was caused by a defective instrument. The patient has not returned to the hospital due to post-surgical complications as a result of the event.